Manufacturer narrative:
(B)(4). Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in (B)(6), the initial valve alignment of the 23 mm sapien 3 by tf approach in aortic position was done in a straight section of the aorta without problems. On fluoroscopy, no increased tension was built up in the system was seen. After the valve was position in the native annulus and the pusher was retracted, the valve moved more than 3 mm on the balloon and was no longer between the two markers. The pusher was brought back several times and repeated the alignment. After about five attempts a ¿reasonably acceptable¿ position of the valve was achieved. During inflation, the valve opened symmetrically but moved towards the aorta and ended up too aortic causing a pvl. A post dilation was done but ai remained grade 1-2. It was decided to implant a second 23 mm valve. The second valve was implanted lower and the pvl was reduced to a trace. The patient was stable post procedure.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-03502.  As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. DHR review was performed for the components that are the most relevant to the complaint event. The proximal od of 100% of the shafts were dimensionally inspected as a result of a scar. As any non-conforming units were scrapped, it is not likely that issues related to a scar contributed to the complaint event. The review of the work orders did not reveal any issues that could have contributed to this complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to ¿delivery system ¿ valve movement on balloon¿. Complaint data for the previous 12 months was reviewed (august 2017 through july 2018) for the commander delivery system (all models and sizes). Review of these complaints identified patient/procedural factors as potential root causes for this issue. The investigation and associated risks are documented in a product risk assessment.  Additionally, a CAPA was previously initiated to document the investigation and drive corrective/preventive action as appropriate. Based on the available information we can speculate that the root cause of the reported complaint is related. Of note, no dimensional non-conformances that would have contributed to the complaints have been found. A review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the trend category of ¿valve movement on balloon¿. Commander delivery system with s3 IFU, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. During general specification for s3 balloons, inflation balloons are 100% inspected. During crimp balloon trimming and final inspection, the multiple crimp balloon features are 100% dimensionally inspected. The balloons are 100% visually inspected with unaided eye for gross defects, and the balloons are 100% visually inspected under 8x magnification for contamination, fish eyes, gel spots, scratches, etc. The flex tip outer diameter is 100% dimensionally inspected/verified. Each guidewire shaft is fully inserted into the marker band verification fixture and 100% visually inspected to determine if all marker bands are within specification when completely visible through the fixture windows. Prior to the balloon pleat, fold, & forming process, the balloon is 100% visually inspected for balloon size (using a go/nogo gauge) and contamination under 2.85x minimum magnification. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, fine adjust, collet/shaft clearance, and collet engagement are 100% functionally tested. 100% distal to proximal visual inspection is performed by both manufacturing and quality. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The flex shaft is inspected and rejected for kinks, bends, cracks, deep scratches in the stent area that expose the braid, or flash/exposed metal on stent section. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing, the device is visually inspected for physical defects or damage. Functional verification of the fine adjust where balloon shafts are pulled from default position to valve alignment position to ensure valve alignment position can be achieved. The locknut/collet engagement force was tensile tested. The lot was accepted. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. As the device and procedural imagery were not provided, the complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. A review of complaint history suggests that the following procedural and patient factors may have contributed to the reported valve movement on balloon during flex tip retraction prior to inflation. A pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. In the pra, buildup of tension within the delivery system during the procedure was identified as a possible cause of valve movement on balloon. The release in tension from flex tip retraction could then have contributed to the observed valve movement. Because the device was not returned, it could not be assessed for signs that high tension were present. However, tension build up can result from tortuous, tight vasculature, performing valve alignment at a bend or angle (such as in a non-straight section of the aorta), or residual volume left in the balloon after de-airing. Residual fluid left in the balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve). Performing valve alignment while at a non-perpendicular viewing angle leads to incomplete valve alignment/fine adjustment of the valve on the balloon while in a straight section of the aorta. Once the view was changed to visualize the native annulus, this would result in observing the valve being not properly aligned. A definite root cause is unable to be determined at this time, but based on given information, patient/procedural factors may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances, labeling, or IFU/training deficiencies were identified, no corrective and preventative actions are required. However, per management discretion, a CAPA was previously initiated for ¿delivery system ¿ valve movement on balloon¿ to further investigate the issue and drive potential corrective/preventive action(s). Since no product nonconformance was confirmed and the occurrence rate did not exceed the complaint trend category control limit, a pra is not required. However, per management discretion, a doc was previously initiated for ¿delivery system ¿ valve movement on balloon¿. The complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the trend category ¿valve movement on balloon¿ did not exceed monthly control limits. A pra was previously initiated per management discretion for product risk assessment and a CAPA was previously initiated to drive further investigation and potential corrective/preventive action(s).

Manufacturer narrative:
Reference CAPA-20-00141.